Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that while using the bd facsvia¿ flow cytometer the setup failure was bypassed. The following information was provided by the initial reporter: the instrument looks really good all peaks are sharp and clear. It is normal that you have to adjust the gates especially after a change in bead lot no. For example. There will always be some small shifts which need to be addressed this way to reach the target numbers for the beads in these gates. For us the system works fine and the results are also valid. We hope this information is helpful. The last qc failed although all the parameters are indicated as pass. One measurement was acquired after this failed qc last week - can the measurement be trusted or it should be repeated with a passed qc? After adjusting the intervals on the histograms to accommodate the appropriate signals, the qc passes (the regions on the dot plot were already properly adjusted last week). How does the adjustment of the regions on the histogram influence the upcoming measurements?

Manufacturer narrative:
Reportability changed and is now considered not reportable. MDR is now considered canceled. MFR# 2916837-2022-00189.

Event description:
It was reported by the customer that while using the bd facsvia¿ flow cytometer the setup failure was bypassed. The following information was provided by the initial reporter: "the instrument looks really good all peaks are sharp and clear. It is normal that you have to adjust the gates especially after a change in bead lot no. For example. There will always be some small shifts which need to be addressed this way to reach the target numbers for the beads in these gates. For us the system works fine and the results are also valid. We hope this information is helpful. The last qc failed although all the parameters are indicated as "pass", see the attached qc report. One measurement was acquired after this failed qc last week - can the measurement be trusted or it should be repeated with a passed qc? After adjusting the intervals on the histograms to accommodate the appropriate signals, the qc passes (the regions on the dot plot were already properly adjusted last week). How does the adjustment of the regions on the histogram influence the upcoming measurements?"